Event description:
It was reported that stent dislodgement occurred. A 4.00 x 12mm synergy¿ stent was selected however during unpacking of the device outside the patient, the stent fell off. The detached stent was still inside the tube. The procedure was completed using another of the same device. No patient complications were reported and patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).